Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported right atrial lead previously exhibited noise. The patient presented on (B)(6) 2018 for normal generator replacement procedure. During the procedure, the lead was tested, and noise was not reproducible. The lead remained in use. The patient tolerated the procedure well.